Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted that the filter was tilted. No patient complications were reported.